Manufacturer narrative:
Part: 319.006; synthes lot: 7906770; release to warehouse date: february 05, 2015; manufacturing site: synthes (B)(4). No nonconformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation flow: broken: device condition: visual inspection performed at customer quality observed broken needle on the returned depth gauge. The needle of the depth gauge is broken off at the interface to the slider body. All remaining components of the depth gauge showed minimal signs of wear. This is consistent with the reported complaint condition. The device condition agree with the complaint description and the complaint was confirmed. The cause for this complaint condition cannot be definitely determined to be use error, misuse/abuse, non-compliance, or postoperative trauma. Dimensional analysis and document/specification review: relevant drawings for the returned device (both current revision and from the time of manufacture) were reviewed, and no design issues were noted. Final assembly. Needle. Dimensional inspection: (per caliper). Needle shaft specification: ø 1.25 +0/- 0.05 mm. Needle measured dimensions: shaft ø: 1.24 mm; conforming. While no definitive root cause could be determined, it is possible that any unintended excessive forces such as device being dropped during usage/handling could have contributed to complaint condition. The material used during production was reviewed, and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. Conclusion: the overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cleaning prior to surgery on (B)(6) 2018, the depth gauge¿s needle broke off. There was no patient involvement. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).